Event description:
The percutaneous tracheostomy tube was in use for an unknown period of time when the pt became hypercarbic. Viewing through a bronchoscope, the clinician noted a partial obstruction at the tip of the tracheostomy tube which was thought to be the left lateral tracheal mucosa. The tube was removed and replaced with a different style tube and there was no pt injury.